Event description:
It was reported that on (B)(6) 2005: patient presented with left lower back pain. Patient reports injuring his back while lifting at work. Physical examination found palpation of the left lower back area produced some tenderness, but there was no edema felt and no abscess-like structures palpated. Medications were prescribed and patient was ordered to use warm compresses or a heating pad. On (B)(6) 2005: patient was referred for a trial of lumbar epidural steroids. Patient reports injuring his back at work in the lumbar region. Patient reports pain in now in the lumbosacral spine area, favoring the left side. At time, there was numbness down the left leg, generally stopping at the knee. Pain is described as a sharp, aching sensation, at times shooting and throbbing, with tingling noted as well. MRI from (B)(6) 2005 shows degenerative disk disease from l3-4 and l5-s1, with mild disk space narrowing. This is suspicious for a posterior anular tear at l3-4 and l5-s1. In addition at l5-s1, there is a (mm anterolisthesis from l5 anterior to s1, due to facette arthropathy. This results in moderate narrowing of the neural foramina at l5-s1 bilaterally. There is a broad based disk bulging also noted at l3-4 and l4-5. Patient underwent a left sided lumbar nonselective epidural steroid injection. No complications were reported. Impression: acute low back pain, felt to be secondary to disk injury with a lifting and twisting accident on (B)(6) 2005; patient has pre-existing degenerative disk disease, l3-4 to l5-s1. Patient was scheduled for follow up in 2 weeks and to continue physical therapy. On (B)(6) 2005: patient presented with a pre op diagnosis of chronic pain, spondylolisthesis at l5-s1, degenerative disk disease, and low back pain. Patient underwent the following procedures: posterior lumbar interbody arthrodesis including laminectomy and discectomy; posterior arthrodesis/posterolateral fusion using rhbmp-2/acs; pedicle screw fixation at one level/three segments; placement of intervertebral cages; laminectomy with facetectomy and pars removal for spondylolisthesis; and use of allograft and morcellized local autograft. No complications were reported and patient was sent to recovery in stable condition. CT¿s taken post op found: the vertebral body heights are well maintained. The intervertebral disk space heights are well maintained. Grade 1 anterolisthesis of 2-3 mm of l5 on s1 is identified. At 12-l1, l1-2, l2-3, l3-4, l4-5, no intervertebral disk herniation, protrusion or extrusion is identified. No central canal or neural foraminal stenosis is identified. At l5-s1, post-surgical changes of bilateral laminectomy are identified. No definite central canal stenosis is identified. On (B)(6) 2006: patient presented for dx of lumbar spine due to spondylolisthesis. Impression: three views of the lumbosacral spine are compared to the operative study of (B)(6) 2005. Once again, there are posterior stabilization bars with transpedicular screws in place at l5-s1, and there is also prosthetic disk material unchanged in position. There is a grade 1 spondylolisthesis of l5 on s1 unchanged. Disk space heights are maintained. The alignment is otherwise within normal limits. On (B)(6) 2006: patient presented for dx of lumbar spine due to pain. Patient has a history of back pain and status post fusion. Impression: there is grade 1 anterolisthesis of l5 over s1, unchanged since the previous exam. There is also mild disk space narrowing at l4-5 which remains unchanged. On (B)(6) 2006: patient presented with increasing pain in his low back area which occasionally radiates down to the left anterior thigh. Patient describes the pain as severe. Injections are scheduled and patient is ordered to undergo a course of physical therapy. On (B)(6) 2006: patient presented for a psychological evaluation. Patient complains of low back discomfort that extends to both the left and the right lower extremities with pain being more so in the left leg. Patient underwent a lumbar fusion on (B)(6) 2005. Patient initially felt he was making improvements after the surgery, he now feels his pain continues back to about its pre-surgical level. Patient states sleep is disturbed on most nights. Patient¿s mood is reflective of modest depression and irritability. Diagnostic impressions: pain disorder associated with psychological factors and a general medical condition, possible adjustment disorder with depressed mood, chronic low back pain status post lumbar fusion. Patient also underwent a caudal epidural steroid injection under fluoroscopic guidance with IV sedation. No complications were reported. On (B)(6) 2006: patient presented with a history of failed back surgery syndrome and low back pain. Patient reports no pain relief after caudal epidural steroid injection. Treatment options were discussed. On (B)(6) 2011: patient presented for a second opinion and to try and get off medications. Doctor's assessment found patient to have suicidal though/ideation, hopelessness, an hedonia, intrusive thoughts, helplessness, isolation, insomnia, and problems with anger/frustration. Other reported symptoms include: loss of appetite, visual hallucinations, anxiety/panic, depression. Patient reported the following medical conditions: testosterone deficiency, chronic pain, and shortness of breath.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.